Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient has minimal access to sound. Parents report that a few days before coming to the clinic the patient's access to sound had suddenly changed. Parents have not reported any incident of trauma. Patient will be re-implanted but no date for surgery has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing indicates a device malfunction. Re-implanted is discussed.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages and overload fractures in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The users hearing performance is affected. Parents report that a few days before coming to the clinic the user's access to sound had suddenly changed. The user has been re-implanted.